Event description:
Tandem received voluntary medwatch letter which reported: mw5157122 ------- "went to sleep at midnight on 7/4, insulin pump had 40% battery and was not reporting any problems. I woke up at 6 am with blood glucose >280 and insulin pump was dead. Did not wake up at all to any alarms from insulin pump. Once I woke up, experienced symptoms of diabetic ketoacidosis (dka) including vomiting, abdominal pain, and inability to keep water down for 4 hours. After charging insulin pump, was able to give insulin around 6:30 and blood glucose was down to 179 at 9 am. Abdominal pain and vomiting continued even after blood glucose was in normal range. I feel terrible from not receiving insulin for an unknown amount of time between 12 am and 6:30am. Continuous glucose monitor showed bg (blood glucose) above 280.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.